Event description:
When opening the anchor fast oral endotracheal tube fastener it was discovered that he equipment had broken and missing pieces inside two separate packages. FDA safety report ID # (B)(4).